Event description:
It was reported that during a device replacement for normal battery depletion, it was noted that the defibrillation coil lead was fractured around the clavicle, and the distal side sank into the body. As much of the lead as possible was explanted. A few days later, an attempt was made to extract the remaining portion, but it could not be seized and was left in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6932 implantable tachy lead, (B)(6) 1999. (B)(4).